Event description:
It was reported that the pump and catheter were explanted. The report indicated that the pt had experienced nausea and ''serious stomach problems". The medications used in the pump were changed and the narcotic component was removed. The gastroenterologist felt that the symptoms were related to the pump so the system was explanted. It was reported that despite the device system explant the pt was still experiencing nausea and "stomach problems". At the time of explant the pump contained bupivicaine. Additional info had been requested from the hcp, a follow-up report will be sent if additional info becomes available.